Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x2.25mm, containing a significant >=90 degree bend target lesion was located in a severely calcified and moderately tortuous right coronary artery (rca). A 2.25x16mm promus element drug-eluting stent was selected and advanced to treat the lesion. The physician however, could not implant the stent because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x2.25mm, containing a significant >=90 degree bend target lesion was located in a severely calcified and moderately tortuous right coronary artery (rca). A 2.25x16mm promus element ¿ drug-eluting stent was selected and advanced to treat the lesion. The physician; however, could not implant the stent because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.